Event description:
Ob pt at 40+ wks gestation undergoing pitocin induction. Pitocin induction started at 0848 at 6cc/hr (2 mu/min.) On #2 side of double pump. At 0852 fetal bradycardia with 3 minute contraction. Pump turned off, solution continued to drip. Crimp noted between flow clamp and tubing channel. Pitocin stopped via roller clamp. Estimated flow rate 100-150cc/hr. Pump did not alarm. Fetal heart tones returned to normal. Baby born 6/4 at 1710-apgars 9/9, no long term affects apparent.